Event description:
The facility reports the patient was being lifted by two carers from the wheelchair. Before the patient was moved towards the bed for the transfer, a loud bang was heard and the boom collapsed, falling towards the floor. This caused the patient to fall back onto the wheelchair bruising a finger. One of the carers also suffered bruising to the hand as it was caught between the hoist hanger bar, patient, and wheelchair.